Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming and the screen read no disposable clamp tubing. The pump was stopped and continued to alarm. Medication was 5-fu. Reservoir volume is 75.2 ml. There is no air in the tubing. Turned off the pump, closed a clamp on the tubing and removed the cassette. Bubbles observed in the tubing that extends across the top of the cassette. Tubing massaged and cassette tapped lightly on a firm surface. Cassette reattached and pump started. The screen reads no disposable clamp tubing. Above steps repeated a second time. Cassette reattached, clamp opened and pump started. The screen read run reservoir volume 75.2 ml. Rate confirmed. There was no patient injury reported.